Event description:
The handpiece had a problem with the irrigation system and ultrasound generator.the console was tested with another handpiece and it was perfectly functional. Additional information was received on (B)(6) 2015 with the following: on (B)(6) 2015, the dysfunction was detected during the tumor procedure. The dysfunction increased the surgery time for a few hours but it was believed that the patient wasn't harmed. The patient was already under anesthesia when the event occurred.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the customer complaint incident ¿handpiece had problem with irrigation system and ultrasound generator¿ was verified and duplicated. Customer complaint was confirmed. DHR review was completed for cusa excel handpiece serial number (B)(4), date of manufacture: nov -2014;1 non-conformance reports were raised during the manufacturing process for this handpiece, all results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the handpiece been released. The DHR review has been deemed satisfactory. During the time period ¿(B)(6)-2014 to (B)(6)-2015 the quantity of complaints over the 12 month period with the key words identified in the complaint review can therefore be calculated as (B)(4)% of procedures. This percentage is within the probability of occurrence scored in the cusa excel mdha rev. 9.0; remote (=(B)(4)% to <(B)(4)%) conclusion: the failure analysis investigation has concluded the cause of the handpiece had problem with irrigation system and ultrasound generator failure was not determined by the service center; however the handpiece transducer was low on power.